Manufacturer narrative:
The customer requested just a replacement external paddle set with no engineer evaluation.

Event description:
It was reported to philips that the device failed the therapy delivery test. There was no patient involvement.